Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of capture and oversensing was noted on the right ventricular lead. The event was resolved by reprogramming the device. The patient was in stable condition and will continue to be monitored.